Event description:
Difficulty removing screws from the plate one year after initial surgery. This is 2 of 3 reports for event #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation of the complained devices showed that the locking heads of the screws were strongly blocked inside the threaded hole of the plate. The threads are completely worn out. Perhaps that too much mechanical force applied while tightening may have caused the problem. Please note, the use of the torque limiter is strongly recommended during screw insertion. No product default could be detected.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.